Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging a "power issue" with the onetouch ultramini meter. The complaint was classified based on the customer care advocate's (cca) documentation since the medical affairs specialist (mas) was unable to contact the pt to obtain add'l info. The mas mailed a letter to the pt on september 24, 2008. The pt stated that the alleged issue began on original date at 4 pm. During that time, it was noted that the "subject meter would not power on." On the same day, at an unspecified time, after the reported issue, the pt reportedly experienced symptoms of "headache" and "felt low." The pt reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention for the diabetes. The pt was not tested on any other meter. At the time of troubleshooting, it was verified that this was a new product (out of box). The pt was using the correct test strip. The pt did not replace the batteries per the owner's manual. The battery was checked and it was installed correctly. However, the issue was not resolved when the power button was pressed or when the test strip was inserted all the way into the test strip port. The pt did not have a new battery at the time of call to resolve the issue. Based upon the info provided, there was no misuse of the product. The pt's products are being replaced. This complaint is being reported because the alleged issue was not resolved with troubleshooting. The pt claimed that she developed symptoms suggestive of hypoglycemia after the alleged meter issue began.